Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective footswitch. An examination of the log-files indicated an error of the footswitch. The customer would not agree to send back the footswitch. As a result, siemens could not determine what caused the footswitch to fail after approximately 13 years of operation. A systematic error could not be determined. The onsite biomed technician exchanged the footswitch and the system is operating according to specifications. After a detailed investigation, the incident described in the adverse event was not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During a procedure, it was reported that no x-ray was possible. Information was provided that there was a delay in procedure due to a triggered epo (emergency power off) button and the system did not recover so it could not be used. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.